Event description:
The customer contact reported the device had a fan error. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan would not turn on when the battery was installed. No add'l info was provided.

Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility. During testing, the device fan would not turn on when the battery was installed. During review of the device history, a s233 (over temperature) malfunction alarm code was noted. The probable cause of the malfunction alarm code s233 was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.